Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During the procedure the physician had to hold torque to keep the device in the plane. Tissue embolized in a distal side branch resulting in a long balloon inflation time.